Event description:
As reported via legal the patient had a left knee revision on (B)(6) 2013. Approximately 4 years and 6 months after the initial procedure the patient had a left knee revision on (B)(6) 2017. The patient has suffered the following injuries and complications: joint pain, joint swelling and stiffness, tissue damage, polyethylene wear, osteolysis, synovitis. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multi-district litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multi-district litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multi-district litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
Concomitants: (B)(6), 200-03-35 - one peg patella 35mm. (B)(6), 230-02-04 - optetrak asy,cr cemented femoral, sz 4. (B)(6), 200-04-45 - cemented finned tib. Tra sz 4f/5t. (B)(6), 203-88-11 - (11-2954) ao/sodem 90x25x1.27 sawblade. Pending investigation.

Manufacturer narrative:
The reason for the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. However, the reported prosthesis wear/failure could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided, and the devices were not available for evaluation. H6: corrected health effect, medical device, component, and investigation clinical codes.